Manufacturer narrative:
Product return has been requested. Investigation is pending.

Event description:
Pedicle probes found without silver caps. This was noticed prior to surgery. The cap fell off during the sterilization process. Should the cap fall off during use, the surgeon would need to intervene to prevent harm to the patient for the cap is not implantable.